Event description:
During servicing of the system, the field engineer noted "stop sequence errors" consistent with a known issue referred to as fcib. There were no complaints from the customer. The customer had to reset the system then shutdown to recover from this failure. No reported pt incident. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.